Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. This event was addressed by the customer's biomedical engineer. This device was not evaluated by the manufacturer. The customer's biomed reported that the power supply was replaced, preventive maintenance was performed, and the device was allowed to run for a day. No further issues were identified. The biomed reported that this issue is considered to be resolved.

Event description:
The customer reported that during preventive maintenance, a ventilator's power supply emitted a popping sound ("like a capacitor going"), and the machine went into battery power, then a burning smell was detected. There was no patient involvement/harm.